Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the cap was unable to be removed from the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: during investigation, the top of the battery cap was worn. The difficulty removing the battery cap issue was duplicated. The test cap was able to be removed from the pump without difficulty. The pump was run for 24 hours and no power issues occurred. The power complaint was unable to be duplicated.